Event description:
It was reported that the access system sheath kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. Multiple recaptures of the 30mm device was performed. They switched out the was sheath to ensure it was not kinked. Upon removal, it was noted to be deformed. A second was was used and finished the case.

Manufacturer narrative:
Device evaluated by MFR: the returned device consisted of a watchman truseal access system device. The device was bloody. Analysis of the tip and sheath included microscopic and visual inspection. Inspection revealed tip damage (flattened), and sheath kinks located 27.5cm, 38cm, 75.5cm from the tip of the device. Inspection of the rest of the device found no other damage or defect. The reported tip damage was confirmed.

Event description:
It was reported that the access system sheath kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. Multiple recaptures of the 30mm device was performed. They switched out the was sheath to ensure it was not kinked. Upon removal, it was noted to be deformed. A second was used and finished the case.